Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had srom metal on metal (B)(6) 2008. He was revised bilaterally on (B)(6) 2014 with a biolox delta 36+0 head and a 54+41 altrx liner. The biolox on the right hip shattered causing the trunnion to penetrate the liner which it did protrude and articulate on the inside of the metal shell. The trunnion was deformed forcing a well fixed stem to be removed. The femur was shattered in the process. It was also stated that the liner was worn due to trunnion. Doi: (B)(6) 2008 for stem and sleeve; doi- (B)(6) 2014 head and liner; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 307129. No code available (3191) is used to capture surgical intervention and surgery prolonged.

Event description:
Ppf alleges fracture component after review of medical record the patient was revised to address failed right thr and broken femoral head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: (expiration). Corrected: patient identifier.